Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to emit x-rays and displayed an error message stating, "generator is busy, unable to print x-ray." Upon troubleshooting, the philips remote service engineer (rse) with the customer's engineering team, investigated suspected environmental issues affecting system performance due to inadequate air conditioning control. The customer lacked a thermohygrometer to monitor conditions but confirmed the equipment was unrestricted. To resolve the issue, the rse advised maintaining specific temperature and humidity levels in various rooms. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.